Event description:
It was reported that prior to a case, a hole was found in the packaging. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
C-film. Evaluation summary: upon receipt, it was confirmed that the package has a hole in c-film. Testing was performed to identify root cause. Testing indicated that the tear in the package was made prior to the forming process. It is unclear whether the root cause was due to roll stock handling of the lower web material or externally at the supplier. The batch history records were reviewed with no protocols, defects or non-conformance noted.